Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there is 3 gray lines and 1 horizontal black bar displayed on the right side of the touchscreen. Reportedly, the bottom right portion of the touchscreen is whited out. Customer's blood glucose level was 90 mg/dl. Customer stated that they have back up pens and pump for continued insulin therapy.